Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that the batteries wouldn't stay charged up. Patient stated that the recharger would get really hot when trying to recharge the implanted neurostimulator. Patient said that the recharger would make a clicking noise and then get hot. Pt's husband came on the phone at the end of the call and said that the controller said system problem rm03 as well. Pt said that they had talked to the rep before when they were having problems and they were told to reset the controller, so they reset the controller but the issue wasn't resolved. Pt said that the rep had also met them at hcp's office before when they were having trouble. When asked for the event date, patient stated that it was back in december. A replacement recharger (rtm) was sent out. No symptoms were reported. Patient mentioned during the call that they also had a medtronic leg compression device and that they had one time seen a message saying to contact medtronic, however they didn't have any more trouble with it after that. Pt said that their implants had kept them from taking a lot of pain medication. Pt inquired about ins longevity during the call. Agent reviewed requested information with the pt.